Event description:
It was reported, image was not displayed when the subject device was plugged in. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to faulty charged coupled device (ccd). The device evaluation found a failed leak test due to a small cut on the cable. A device history review revealed no findings/issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU), per otv-s7proh-hd-12e IFU: "warning if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." Pg. 8 based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.